Manufacturer narrative:
As reported, there was "inadequate depth with the tack." The reported event of the device failing to fixate is inconclusive. The device was received with all 30 of the fasteners having been deployed. As such a functional and simulated use testing could not be performed. There were no manufacturing anomalies found. Review of manufacturing records shows the product was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a robotic ventral hernia repair a capsure fixation device was used. It was reported that there was "inadequate depth with the tack" and the surgeon used a new fixation device to complete the procedure. There was no reported patient injury.